Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for evaluation; however, a photo was received. Upon visual inspection of the photo, the reported issue could not be confirmed. A root cause could not be determined and a corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feed had leaked from the connector of the enteral feeding set. There was no patient harm.